Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It has been reported the pt is without stimulation and has been experiencing difficulties initiating a communication between the system ipg and both the pt programmer and the charging system. The pt has not used the system in a long time. The pt reported she has never charged the ipg since the system was implanted. A replacement charging system and pt programmer were tried to no avail. Surgical intervention is pending to address the issue.